Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18058, 1627487-2013-18059. The patient has 4 leads (2 model 3149 and 2 model 3246) implanted as part of his scs system. It was reported the patient lost stimulation approximately 1 year ago after suffering a fall. The sjm representative met with the patient and was unable to communicate with the ipg. Surgical intervention will be taken at a later date to address this issue.